Event description:
Caller reported tandem mobi cartridge alarm, which occurred during the cartridge load process. No adverse impact to the customer's blood glucose level was reported, and the glucose level did not exceed 500 mg/dl. Customer opted to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.